Manufacturer narrative:
The calibration data was acceptable. Upon review of the alarm trace, a sample short alarm was observed. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The customer's qc was acceptable prior to patient testing. The field service engineer replaced the pinch valves and performed adjustments and cleaning's. He performed instrument checks and patient correlations with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys t4 assay and elecsys estradiol iii assay results for two patients tested on a cobas 8000 e 801 module. The initial results were not reported outside the laboratory. The customer performed repeat testing with the same samples on another analyzer for confirmation. Patient 1¿s initial estradiol result was 1234 pg/ml, and the patient¿s repeat result was 28.1 pg/ml. Patient 2¿s initial t4 result was 24.9 ug/dl with a data flag, and the patient's repeat result was 10.1 ug/dl. The repeat results were determined correct for both patients. The estradiol reagent lot number was 44672200 with an expiration date requested but not provided. The t4 reagent lot number was 44937600 with an expiration date requested but not provided.